Manufacturer narrative:
Concomitant medical products: product ID: 8709sc , serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and fentanyl at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that a long time ago the patient fell a couple times and one of the falls caused the catheter to be pulled out. It was noted that the patient experienced a headache and a partial explant occurred. No further complications have been reported as a result of this event.